Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely the thermal damage to the patient occurred from contact with the melted instrument bag or hot instrument(s). It appears that the instrument(s) [and especially the cold light fibre] were too hot when placed into the bag and the bag was too close to the patient. A warning in the erbe user manual covers this type of situation and user error appears to have caused the reported event. Nonetheless, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a proctectomy to implant an artificial anus. The esu was used with bipolar forceps, monopolar forceps, cold light fibre, and suction cannula. The instruments were manufactured by another company. An erbe omega pad (return electrode) was also used in the procedure. One of the generator's settings were bipolar forced at 90 watts. After the procedure, the staff noticed that the bag in which the used instruments were placed in was partial burnt/melted. Some of the instruments and a cable were also thermally damaged as well as the surgical drape was partly black. More importantly, the patient suffered reddening and first as well as second degree burns to their fingers, right hand, and right thigh. The total size of the damaged area was 240 cm². To prevent permanent damage to the patient, intervention was performed and/or hospitalization was prolonged but no specific details were provided. Note: for the procedure, the return electrode was placed on the patient's left thigh. After the intervention, the pad was examined. The return electrode was not damaged and the patient was not burned in the area.